Event description:
After an implantation period of approximately 35 months it was reported that the patient received inappropriate shocks. Oversensing in the ventricular channel and a high pacing impedance were detected. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the conductor cable leading to the ring electrode was found fractured in the distal end region, which is assumed to be the root cause of the clinical observations. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, cuts into the insulation were found 10 cm distal to the df4 connector pin, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.